Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. We were unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. No moisture damage on electronics was noted. A minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and stained end cap sticker was noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced a high blood glucose level of over 600 mg/dl and that the insulin pump alarmed motor error and had a leaking reservoir. The customer stated that they treated with a manual shot that brought the blood glucose level down to 535 mg/dl. Troubleshooting for pump exposed to fluid was performed. The type of fluid/moisture exposure to the insulin pump was insulin from the reservoir leak. There was fluid in the reservoir compartment and the leak was coming from underneath the reservoir. Troubleshooting was moved to motor error and reservoir leak. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was unable to complete pump rewind due to the alarm. Reservoir leak troubleshooting found that the leak was passed the second o-ring. The customer was advised to return the reservoir and per motor troubleshooting, that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.